Event description:
It was reported that the patient presented to the hcp's office in 2008 with a potential infection of her left sided dbs system. Antibiotics treatment was attempted with no benefit, so the hcp elected to remove the system. The patient was undergoing radiation therapy for breast cancer, so her immune system was compromised at the time. The hcp felt it would be best to remove the system, let the patient complete radiation therapy, heal from the infection, and then bring her back in to re-implant the left-sided system. The device was explanted and returned to the manufacturer. The patient recovered without sequela.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be submitted when the device analysis is completed.